Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The image supplied by the facility indicated leakage of blood from the bonded joint located at the base of the 170 m blood filter. A scan was issued to the supplier (filtertek) and based on the manufacturer's response, it was determined that a new dispenser would help assure sufficient solvent on the bonded joint between the blood filter and tubing. In order to increase awareness, filtertek is also going to be increasing the frequency of their qc leak testing methods to assure good assembly of the product. A batch review was unable to be performed because the lot number was reported as unknown. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
(B)(4). The device involved was confirmed not to be available for evaluation; however, a photo was provided and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during use the y-set leaked blood. No injury reported.